Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shocks over several episodes. Programming changes were initially made to the primary sensing vector. Subsequently, surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. It was reported that analysis of this product was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shocks over several episodes. Programming changes were initially made to the primary sensing vector. Subsequently, surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.